Event description:
Introductory information, usually, when the surgeon perform a reduction with head trials and insert trial in a tha, he use a 28mm head trials and 28mm insert trial. Actually, the surgeon always implant a 32mm head and a 32mm insert on patients. (Trial reduction: use 28mm products. Actual implant: use 32mm products.) Because, there is not a difference of a neck length. "During the tha, the surgeon checked the hip tension with the 28mm+5mm trial femoral hd comp. The hip tension was very good. Therefore, the surgeon implanted the 32mm +5mm femoral head((B)(4)) on the patient. However, the tension was very tight. Then, the surgeon remove the 32mm+5mm head and implanted the 32mm+0mm."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.